Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the battery was implanted in 1995. It was reported the surgeries never corrected it and the stimulator only worked for 3 days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's first implantable neurostimulator had "eight surgeries to get it right". Additional information has been requested but was not available as of the date of this report.